Event description:
The device was used during a lobectomy procedure. Reportedly, the instrument leaks. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.